Event description:
The facility representative reported a pump with failure code 810:11. Information was not provided regarding whether or the event occurred during patient use. According to the hospital representative, there was no patient injury or medical intervention reported. No additional was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA feb 02, 2007. Evaluation summary: the device evaluation was completed and failure code 810:11 confirmed in the event history. However, service verified the ail (air in line) calibration and readings were within specifications. Service inspected and tested the device.